Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the on and off button of the subject device does not stay in place. The issue was found during set up or inspection for use (before patient in room). There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 corrected fields: d9 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage to the power switch. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: damage to the power switch caused it to get stuck and prevented it from turning on. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.